Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of 2w1 pyxis was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported that main drawer 6 failed to open. The fse found latch sensor not clipped into latch but still in place causing sensor to not read closed. The fse replaced hard stop and retractor band. The report was closed. During dchu visual inspection: pn 353844-01: was received with a short between adjacent copper strands. During dchu testing: pn 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a drawer failure was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that the failure was caused by a short between adjacent copper strands in the retractor band, leading to thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication cubie failed to work, and the device required maintenance. A field service engineer found main drawer 6 failed to open and latch sensor was not clipped into latch but still in place which caused sensor to not read closed. Further, the engineer replaced hard stop and retractor band due to repeated not on bus issues and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.